Event description:
It was reported that the pump was implanted in 2001. At the first refill 4-5 weeks later, the pump was dry. After several attempts to regain patency, the pump was explanted later in 2001. There were no associated patient complications.